Event description:
Overdelivery reported. A patient was receiving medication via epidural catheter from 5/25-5/28/99. The pump was set to run continuously at 13cc/hr for 38 hours to deliver fentanyl at a concentration of 0.1 micrograms/ml with bupivicaine at o.15% in a 500ml bag. It was noted that after 3 consecutive days the pump finished delivering the bag several hours before expected. No patient adverse effect reported. The pump was switched out and then fluid was noted to deliver exactly as scheduled. No pump alarms were reported.